Manufacturer narrative:
(B)(4). The sample was returned to baxter for evaluation with approximately 40 ml of fluid in the reservoir. Visual inspection confirmed the reported condition of no flow. The cause of the no flow was determined to be micro-air bubbles blocking the fluid path in the lumen of the flow restrictor.

Event description:
Baxter ireland received a report of an infusor that did not flow during priming of the device. The patient removed the blue winged luer and did not witness any fluid moving through the tubing. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.